Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced charge/battery lasts less than expected, unexpected battery power loss. The customer reported blood glucose value of 383 mg/dl. The customer reported hyperglycemia which did not require treatment. The event involved product(s) mmt-1886. Troubleshooting was performed. Customer reported a short battery life or a low battery alarm after 1 week or less. No further patient complications were reported. Product return required for mmt-1886. The product will not be returned for analysis.

Manufacturer narrative:
Unit passed the following test including the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, sleep current test and displacement test. However, unit received with high active currents. Device heating up was noted. Unable to download using thump software due to display anomaly. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Swapped pcba 1 board with a test board and active current measurements passed. In addition, after swapping pcba 1 with a test board, pump was monitored and no device heating up anomalies noted. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case. Device heating up confirmed during testing where unit didn't pass active current test and overheating defect noted with the pcba 1 board. Problem isolated to the pcba 1 board. Unable to confirm charge/battery lasts less than and unexpected battery power loss due to device heating up anomaly. Unable to verify high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.